Event description:
Lap chole- "upon application of the clips on the cystic artery and cystic duct, the surgeon and staff noted that the clips were sliding up and down and were not secure. Another applier of the same lot number was opened and the same thing occurred but not to the extent of the clips from the first applier. The surgeon was able to complete the case but was not confident in the security of the clips. On the next lap chole that day, another ca500 of a different lot number was utilized and all function of the device appeared to be normal." Patient status - "outcome was normal."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.